Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is also reported that the patient experienced twisting of the left knee one month post operation. The patient underwent a manipulation due to arthrofibrosis four months post operation, and has been scheduled for a revision for loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative records and x-rays received. History record (DHR) was reviewed with the following deviations identified: the device history records for item #00598002702, lot #63215865 were reviewed and the following anomalies/deviations were identified. A planned deviation (B)(4) was initiated to document a new update of jde that was not within local procedure. Two parts were scrapped at the initial machining step (op. 100) due to improper set-up. A non-conformance report (B)(4) indicates that three parts were scrapped due to stains and/or incomplete blasting at the cosmetic inspection (op. 1000). Finally, two parts were scrapped due to a spot at the edge and tool marks, respectively, at the pmma coat inspection (op. 2500). The identified deviations are not considered to be related to the reported event. Based on information provided in the medical notes received, the trauma experienced by the patient is considered as the root cause of the reported issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen lps femoral component, catalog # 00599601451, lot # 62946321. Nexgen all poly patella size 29 mm, catalog # 00597206529, lot # 63239960. Bone cement, catalog # 00110201200, lot # 62786332. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02894.

Event description:
The patient is experiencing swelling and is scheduled for a revision procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that the patient underwent a left knee revision procedure due to pain and possible internally rotated tibia and mechanically loose tibial component. Also, the femoral component showed signs of being mildly internally rotated via the bone scan. During the procedure, the surgeon noted the tibial component was approximately 20 degrees internally rotated with the ap axis of the tibial component medial to the tibial tubercle. The surgeon also noted very little bond between the tibial component and the cement mantle; the posterior to the keel was adherent with the remainder being loose. Attempts have been made and additional information on the reported event is unavailable.